Manufacturer narrative:
The reported information and the log files were analyzed. During the log file analysis, it could be confirmed that the device conducted several warmstarts on the 25th and 26th of november and posted the error code 02.02.001. This error code corresponds to a deviation on the pcb front panel which could be determined as the root cause of the reported malfunction. During the course of the investigation, it was reported that the hospital biomed replaced the affected pcb to solve the deviation. Afterwards, the device was reportedly tested according to manufacturer specification and no deviation was found. The device reacts to this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that an evita 2 dura restarted during a cased. There was no injury to the patient. The failure code 02.02.001 was found in the logbook.